Event description:
It was reported that the procedure was a ¿straight forward procedure¿. There was no damage observed on the ivus catheter during preparation. The ivus catheter was used on a slightly overweight pt. The targeted vessel was a calcified left anterior descending artery with a 45 degree angulation. The physician felt resistance and could not advance the ivus catheter over the guidewire allegedly ¿for no reason¿. When the physician tried to retract the ivus catheter, it became stuck on the guidewire before it reached the coronary arteries. Both the guidewire and the ivus catheter were removed together. A new guidewire and ivus catheter completed the procedure with no pt injury. It was reported that the pt was discharged as per normal procedure. This is being reported as a notification only. It is volcano¿s policy to report all cases where a potential volcano device issue causes removal or exchange of the guide wire.

Manufacturer narrative:
The returned catheter was received with the guidewire (different manufacture) still stuck in the ivus catheter inner lumen. During examination, it was observed that the guidewire (gw) became stuck within the catheter at the location where the gw transitions from a straight hypotube to a coil. The coil of the .014¿ guidewire (not volcano product) was stretched and tangled. A deformed (accordion-like) inner lumen in the distal shaft was observed approximately 43 mm from the end of the distal tip and was bunched tightly on the guidewire. This deformation to the catheter and damage to the gw is consistent with pulling on the gw for removal. The gw was measured and found to be of appropriate size. Based on the event description and condition of the returned catheter, the probable cause of the guidewire getting stuck inside the catheter is likely due to the operator¿s technique when using the device. The IFU precaution for this device states: when inserting the guide wire both catheter and wire must be straight with no bends or kinks, or damage to inner lumen may occur. Do not advance the guide wire against significant resistance. If binding occurs between the catheter and the guide wire while inside the pt, carefully remove both the wire and catheter and do not use. If binding occurs outside of the pt, remove the catheter and do not use. The physician followed the IFU and the procedure was successfully completed. There were no adverse events or pt injury reported, however, the customer commented on there being minimal extra procedural spent time. The pt was discharged per normal procedure. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, there is no other complaint reported for this failure mode within this lot. A supplemental report will be submitted if additional information becomes available at a later date.